Event description:
End user reported that medical attention was sought three months ago ((B)(6) 2016 at 6:00pm) due to accuracy issues with her prodigy diabetes blood glucose meter. She stated her glucose levels were low she was incoherent and sweating profusely so her parents called the paramedics. The end user could not recall her exact glucose reading from the prodigy meter. The paramedic performed a glucose test with their meter and received a result of 28 mg/dl. Dextrose was administered to raise her glucose level and she was transported to the ER. Four additional dextrose shots were given while in the ER to further assist in raising her glucose level. Supplementary blood work was also completed to check her actual blood glucose level. Upon discharge from the ER the end user's glucose level increased to around 200 mg/dl. She was instructed to monitor her glucose levels every 2 hours and follow up with her primary care physician. Subsequently following the ER visit her medication was changed by her physician from 32 - 35 units of lantus. No further actions were reported.

Event description:
It was discovered that information was omitted from the initial MDR which was submitted on 09/14/2016. This follow-up is being submitted to capture the missing information.